Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with an fra spacer at level l4_l5size and l5_s1size. Patient was also implanted with an atb plate at screw_l4_l, screw_l4_r, screw l5_r, screw_s1_l, and screw_s1_r, with right screw at l4 (26mm). Patient had been experiencing pain for 46 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced vascular injury, requiring repaired primarily with sutures. This complaint is on the right screw at l4 (26mm). This complaint is 6 of 7 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.